Event description:
It was reported that caller experienced multiple occlusion alarms over several days. The customer called back after the initial report stating occlusions recurred resulting in the customer's blood glucose level displaying as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent and the customer continued to use the pump until the new one arrives.